Event description:
This rv lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2012 due to infection. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).